Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was intended to be implanted within the patient's colon tumor during a colonic stenting procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous. During the procedure the exterior tube of the deployment handle was "blocked", and then "broke". As a result the stent was unable to be deployed inside the patient. The device was removed from the patient without issue. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).